Event description:
It was reported that a patient presented to hospital with symptoms of syncope and collapse. Interrogations with two different programmers had failed. Additionally, radiofrequency and inductive telemetries attempted were also not successful. There was no change in heart rate with application of magnet upon patient¿s low heart rate. The physician decided to explant the pacemaker and replaced with a new one. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported events of no output, no magnet, no inductive telemetry and no rf telemetry were confirmed. As received, the device had no telemetry communication and no output. Visual inspection of the header attachment area detected a bonding anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found depleted. Hybrid circuitry was tested, resulting in high current drain, consistent with moisture damage, depleting the battery and resulting in the reported events. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.